Event description:
Ocd rep reported for a customer who had discrepant rhesus results when testing a patient's sample on two separate occasions. According to the ocd rep, the patient's sample was first tested on (B)(6) 2014 using abd/ rev gel cards lot # 100113037-60 on provue and rhesus result was reported as rh negative. A second sample was tested on (B)(6) 2014, again on provue but using an alternative lot of mts abd/ rev gel cards and now the sample is reacting 2+ with anti-d microwell. Sample was retested using tube method with immucor anti-d antisera and the result was positive at ahg phase (1+). No date testing was performed. Patient is 28 weeks pregnant. Qc was run on the day of use and was acceptable. All reagents and gel cards had acceptable appearance prior to use and had been stored as per the IFU. Maintenance of the provue instrument was acceptable. No sample is available for return.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card or sample was not available to be sent to ocd for further investigation. (B)(4).